Event description:
During acl (anterior cruciate ligament) reconstruction, with the passage of the graft inside the femoral channel, the endobutton thread (which allows the rise of the graft) broke. It was the puling suture that broke in the patient. A backup device was available to continue after an approximate hour delay. There were no reported patient injuries or complications and the patient's post-operative condition was reported to be okay. It is unknown if the suture was removed.

Manufacturer narrative:
(B)(4).